Event description:
Customer had blisters, soreness and her skin rubbed raw on one of the breast because of the breastshield being too small. She cannot electric pump or breastfeed on that breast because it is in bad shape. She is hand expressing while it heals. Customer did contact her lactation consultant but was not given any help.

Manufacturer narrative:
Medela customer service sent 36 mm breastshields to the customer. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. In the f/u with the customer, she stated cuts and bruising on the nipple and her pain was rated at a 7 out of 10. She had visited her doctor for the nipple soreness to the breast with prescription antibiotic ointment. On (B)(6) 2013, a clinician spoke with the customer, stated her nipples were sore since birth. Contacted cs for different breastshield sizes as she had been using 27's, so she tried 30's and 36's and pumping seemed to pull too much areola into the breastshields causing soreness, so she has been only hand-expressing. The clinician instructed customer to try using the 24 mm breastshields. Customer is a veterinarian and returning to work but is unable to user her pump in style breast pump. The clinician discussed with customer that if properly latching baby, nipples do not change shape after breastfeeding. Customer states that her nipples have been flattened since birth and not improved. Customer was treated for nipple yeast but doesn't think she had yeast as baby had no symptoms. She used apno on nipples but no relief from soreness. Nipples were badly damaged with crevices, but are healing somewhat with baby on breast and hand-expression. No mastitis occurred. All breast pumps using the breastshields 8107175 ((B)(4)) and reported doesn't fit are currently being investigated under (B)(4).